Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, it was reported to the dl by the sales rep that the needle came out with little resistance when a stitch was about to be done. When another needle was opened they also popped out of the suture. There is no adverse impact patient/user reported. Device is available for return. No adverse patient consequences were reported. Additional information was requested.